Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: the black box data from time of the complaint had been overwritten been overwritten due to continued use of the pump. The current black box data showed no evidence of short battery life. The pump's current draws were within specifications. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an issue with the battery life of the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.